Manufacturer narrative:
.

Event description:
The patient, implanted for spinal pain, reported via the manufacturer representative (rep) that therapy stopped. The patient used their patient programmer (pp) and saw end of service (eos). This had occurred on (B)(6) 2016. The rep met with the patient the next day and confirmed the eos. It was also reported that the patient had a fall and the implantable neurostimulator (ins) had not worked the same since. An impedance check was performed on (B)(6) 2016 and showed electrodes 12, 13, and 15 to be out of range. The patient had been programmed around the affected electrodes using 14 instead to achieve effective stimulation. The issue was not resolved at the time of this report. The patient was alive with no injury and a surgical intervention was planned but not yet scheduled. Additional information received from the rep reviewed the out-of-range impedances. They did not have group impedances. A1 was at 330 microseconds, 85 hertz, and 2.9 volts. A2 was at 450 microseconds, 85 hertz, and 5.7 volts. The device had been used 24/7 and longevity was calculated to be 6 months for 500 ohms, 9 months for 700 ohms, and 12 months for 1000 ohms. Additional information received from the rep in response to follow-up reported that the patient was being scheduled for battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.